Event description:
A device was returned to a third party service center. During evaluation of the device, visible foam degradation was observed. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient.